Manufacturer narrative:
Device eval: the suspect device was not returned for eval. However, the user did return one unused device from the same lot from eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual inspection of the returned device revealed that the catheter had been folded four times resulting in four distinct kinks in the catheter body. No add'l issues were identified. Setup sample info for the lot the suspect device came from was reviewed with no issues identified. Merit is unable to determine the root cause of the reported event without the suspect device.

Event description:
The user reported that during a neural angiography procedure the catheter broke while in the patient. The physician used a snare to successfully retrieve all of the catheter fragments. No add'l harm or injury was reported.